Event description:
It was reported that (1) device was used during a laparoscopic burch. It was reported by the rep that the surgeon was using the ems stapler when the staples mesh to coopers ligament. The ems stapler misfired. The stapler had to be squeezed anywhere from 3 to 4 times before any staple would advance. Another device was used to complete the case. There was no consequence to the pt.